Manufacturer narrative:
(B)(4). Investigation - evaluation: the complaint device was not returned to assist in our investigation; however, a review of the complaint history, instructions for use (IFU) and quality control was conducted. We were advised that a 4.0 fr. Flexor was used during the procedure; however, the specific rpn is unknown. A view of records for the reporting facility determined that most likely, the complaint product is a kcfw-4.0. Per specification, final control checks are in place; which require an inspection of the sheath to confirm correct size and type of material have been used. There is also an inspection to insure the tubing will wrap around the specified mandril without the coils separating or the tube breaking. Additionally, the provided instructions for use (IFU) lists instructions for sheath removal including, "withdraw the sheath and dilator as a unit." A warning is listed that states, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Based on the information provided, patient anatomy likely contributed to the failure mode. However, without the returned complaint device, a definitive root cause could not be determined. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera); no further action is required at this time.

Event description:
During a vascular repair procedure on a patient of unknown age and gender, it was noted the patient had calcified groin. While attempting to advance the sheath, it got caught. The physician removed the device and noted it had uncoiled and broke off in the patient. The physician was able to snare the piece and remove it. The physician did not proceed any further. No harm to the patient was reported. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a vascular repair procedure on a patient of unknown age and gender, it was noted the patient had calcified groin. While attempting to advance the sheath, it got caught. The physician removed the device and noted it had uncoiled and broke off in the patient. The physician was able to snare the piece and remove it. The physician did not proceed any further. No harm to the patient was reported. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.